Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an st elevation occurred around the 5th and 6th applications, and was confirmed during the 7th application of the left pulmonary vein. The power supply was disconnected and coronary angiography was performed. There was no spasm or stenosis in the coronary artery. The st elevation normalized, but a nitrate-based vasodilator medication was provided. The patient's blood pressure dropped to 62/47 and a sympathomimetic medication was administered. The patient's blood pressure normalized. The procedure was able to be completed. No further patient complications have been reported as a result of this event.